Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for vascular access-site complications. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Device manufacturer date - unknown due to unknown product code/lot number. Occupation- md. Phone number - unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided, which prevented a meaningful review of the device history record. This report is being submitted for the 22 patients that experienced vascular access site complications.

Event description:
Per literature review: article: "direct rapid left ventricular wire pacing during balloon aortic valvuloplasty." The study set out to analyze the safety and efficacy of direct rapid left ventricle wire pacing during balloon aortic valvuloplasty in 2017. The study enrolled 202 patients that underwent bav, balloon aortic valvuloplasty. All patients required femoral arterial access, 67 of the patients had angio-seals used to achieve hemostasis, the rest (135 patients) had manual compression to achieve hemostasis. Of all the patients (202) enrolled 22 patients experienced vascular access site complications.